Event description:
Stapler worked to start with however, after 15 uses it would not engage with the robotic arm.manufacturer response for robotic stapler, (brand not provided) (per site reporter)======================unknown; this was reported by the or staff.